Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis as a result of patient made mistake/ touch contamination, in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/contamination. On (B)(6) 2012, the patient felt sick. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date, the nurse reviewed aseptic technique with the patient and found to be ok. The cause of peritonitis was patient made a mistake/contamination. The patient thought peritonitis was a result of constipation. On an unreported date, the patient was treated with antibiotics (intravenous and orally). Currently, the patient was on levaquin. On (B)(6) 2012, the patient was discharged from the hospital. The nurse did not do a cell count before hospitalization which would have indicated the infection sooner. At the time of this report the patient had not yet recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.